Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast reconstruction revision with mentor smooth round moderate profile 450cc saline prostheses experienced sponteanous bilateral deflation post procedure. The deflations were diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 450cc saline prostheses was performed on (B)(6) 2019. See 1645337-2019-22562 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 11/20/2019. Device evaluation summary: during evaluation of the sample, a crease was observed running from the anterior to the posterior aspect. Within the crease, an area of shell abrasion and a tear was noted on the posterior view. The tear was measured as less than 0.1 cm. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device and a crease/fold failure may be the result of the continuous and sustained stresses to the device. These are known inherent risks associated with the use of saline-filled mammary prostheses and could be cause by one or more of the following contributing factors: underinflation or overinflation of the device, a small breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).